Event description:
It was reported to philips that the device was unable to perform fluoroscopy. The device was in clinical use at the time of the event. No harm was reported. A philips remote service engineer (rse) spoke with the customer and determined that the non-volatile random access memory (nvram) was showing as invalid in the x-segment controller (xsc). A philips field service engineer (fse) visited the site and replaced the xsc certerey, and the device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the malfunction in the fluoroscopy. Technical investigation and review of the system log file showed xsc problem. The fse replaced the xsc. After replacement of the xsc the system was returned to use in good working order.